Event description:
It was reported that during an unknown procedure, the clips were malformed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): empty, device fired through lockout. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note, the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby, reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. No functional testing could be performed to evaluate the reported malformed clips. A batch record review was performed and no anomalies were found during the manufacturing process.